Event description:
During anesthesia the machine stopped and showed an error on the screen "memory flash error press trim knob to restart mech ventilation". The operator pushed the trim knob and the machine restarted causing no ventilation to the patient for approximately 20-30 seconds. Clinical engineering, who was factory trained, checked the device and found no errors. They returned the device to service. On the first case the next day it failed again displaying the same error. Clinical engineering called the vendor to check and repair.